Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side. Devise has been explanted and replaced.

Event description:
Healthcare professional reported right side. Devise has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: one opening and broken observed on the anterior side assessed as surgical damage, one opening observed on radius side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional observations: stress marks observed. Creases were observed. Wear abrasion observed. No further actions are required as the device was implanted.